Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient received a low battery warning, and it is unknown if it depleted prematurely. As a result, surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The reported event of ipg end of life (eol) was confirmed. The ipg battery voltage was below the elective replacement indicator (eri) voltage threshold and the ipg had declared end of service (eos). An estimate of longevity determined that the ipg had normal battery depletion and reached its normal end of life (eol).